Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had developed a yeast infection under the front therapy electrode pad. The patient's physician prescribed a lotrimin cream for the infection. The medical outcome of the patient's infection is unknown.